Event description:
It was reported that approximately four months after an enterprise stent ((B)(4)/lot unk -_143_8_8) was deployed from the left ica to left pcom (fetal pca), a MRI/mra was performed revealing an acute left posterior temporal occipital lobe infarction. The patient had been on plavix and aspirin since post-procedure, but discontinued plavix approximately 2 weeks prior to the onset of symptoms. The event was treated with overnight hospital stay and restarted on plavix 75mg daily, and the medical/long term care of the patient consisted of continue medical therapy, plan for follow-up short te mra in 3 months. The current patient condition was stable, still with blurring of right half of visual fields in both eyes. No additional symptoms. Prior to the incident, the patient reported having a headache at night that resolved, but then had right sided visual disturbances. The lot number on the patient implant record cannot be determined. The patient was discharged after the index procedure with plavix for 3 months and aspiring indefinitely. During the event, the mra showed slow flow/no flow in proximal stent at lica/lpcom-fetal pca junction; flow present in distal stent and through lpca, and the stent continue to cover the aneurysm neck. Product used for the index procedure consisted of a prowler select plus 5cm tip microcatheter and galaxy coils. Medications consisted of aspirin, plavix and heparin. The target site was highly tortuous. The patient's medical history consisted of incidental finding of bilateral ica-pcom aneurysms, no significant medical history, and family history of ruptured aneurysm.

Manufacturer narrative:
Add'l devices: prowler select plus 5cm tip microcatheter and galaxy coils. The product remains implanted, and will not be returned for analysis. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
It was reported that approximately four months after an enterprise stent (enf452812/lot unk -_143_8_8) was deployed from the left ica to left pcom (fetal pca), a MRI/mra was performed revealing an acute left posterior temporal occipital lobe infarction. The patient had been on plavix and aspirin since post-procedure, but discontinued plavix approximately 2 weeks prior to the onset of symptoms. The event was treated with overnight hospital stay and restarted on plavix 75mg daily, and the medical/long term care of the patient consisted of continue medical therapy, plan for follow-up short te mra in 3 months. The current patient condition was stable, still with blurring of right half of visual fields in both eyes. No additional symptoms. Prior to the incident, the patient reported having a headache at night that resolved, but then had right sided visual disturbances. The vessel diameter proximally was 4mm and distally was 3mm, and during the index procedure, the stent completely expanded in the target site. The lot number on the patient implant record cannot be determined. The patient was discharged after the index procedure with plavix for 3 months and aspiring indefinitely. During the event, the mra showed slow flow/no flow in proximal stent at lica/lpcom-fetal pca junction; flow present in distal stent and through lpca, and the stent continue to cover the aneurysm neck. Product used for the index procedure consisted of a prowler select plus 5cm tip microcatheter and galaxy coils. Medications consisted of aspirin, plavix and heparin. The target site was highly tortuous. The patient¿s medical history consisted of incidental finding of bilateral ica-pcom aneurysms, no significant medical history, and family history of ruptured aneurysm. The device remains implanted and is not available for analysis, and the lot number was not provided to conduct a DHR review. Without the return of the device for analysis or lot information, based on the available information, no definitive conclusion can be made regarding the inability to recapture the stent. However, it is possible that discontinuing medications as prescribed may have contributed to the event.